Event description:
It was reported that the shaft broke. Using a guidezilla extension guide catheter, the physician implanted a stent in the target lesion. Upon removal of the guidezilla the shaft broke in two. The procedure had been completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was blood present on the device when received. At the location of the collar and shaft bond there was a complete separation. The ptfe was pulled out of the collar and the end of the collar was damaged; however, the ptfe was still attached to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met specifications. A mandrel was inserted through the tip was able pass through the shaft with no unusual resistance. The stent delivery system (sds) used in the procedure was not returned for analysis. There was no evidence of any product quality deficiencies contributing to the confirmed broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. Using a guidezilla extension guide catheter, the physician implanted a stent in the target lesion. Upon removal of the guidezilla the shaft broke in two. The procedure had been completed with this device. No patient complications were reported and the patient's status is fine.